Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow abnormal signal was noted on the left ventricular (lv) lead. The pacing thresholds were tested and atrial pacing was seen on the real time electrocardiogram, thus an lv lead dislodgement was suspected. An x-ray was scheduled to be done. No adverse patient effects were reported.

Event description:
No further information was received regarding the revision or x-ray. The lead remains implanted.